Event description:
The customer reported to baxter (B) (4) that an unknown drug infused 15 hours faster than programmed. This condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B) (4). The actual sample was received by baxter for evaluation. The reported condition of "infused faster than programmed" was not confirmed. During standard flow testing (43.5 hrs), the device infused at a calculated flow rate of 5.06 ml/hr (normalized = 5.19 ml/hr), and was found to perform within the specification range of 4.50 - 5.50 ml/hr.